Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat the iliac region. The procedure was completed with no issues observed. The patient subsequently developed an allergic reaction in the treated area. It was indicated the patient had no known allergies prior. The following morning after the procedure, the patient had hemolysis with an onset of renal insufficiency. In the physician's opinion, the allergic reaction was caused by the viperslide. The physician does not believe the hemolysis was due to the allergic reaction, as the patient had poor kidney laboratory values and they believe orbital atherectomy may have contributed. The patient was treated with allergy medication and cortisone. The patient was in stable condition.

Manufacturer narrative:
D10: viperslide lubricant model number: vpr-sld2 catalog number: 72031-01 lot number:10se1224 h6: suggested code 4581: renal insufficiency h6: suggested code 4755: viperslide lubricant h6 investigation conclusion code 22: the stealth 360® peripheral orbital atherectomy system instructions for use manual states that allergic reaction and hemolysis are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: 14616 and 14642.